Manufacturer narrative:
On 19 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: aseptic loosening of femoral stem in thr 4 years after primary. On the single xray supplied , diffused proximal radiolucency can be seen medially and laterally. No mention was made of a possible infection. Aseptic loosening is a possible complication of thr; in this case, no information is available that allows a credible hypothesis to be made. No evident positioning/sizing problems can be detected from the pre-revision xray. Batch review performed on 29 february 2016. (B)(4)

Event description:
The stem was revised due to aseptic loosening: posterior approach was used for revision surgery. Original stem removed and replaced with a cemented stem size 4. Original head removed and replaced with 36mm cocr head.

Manufacturer narrative:
Additional information received on (B)(6) 2016 from the initial reporter and includes: contrary to what previously reported, the explant is not available. On (B)(6) 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.